Event description:
A talent stent graft and another manufacturer's stent graft were implanted into a pt for the treatment of a 60 mm diameter x 159 mm long thoracic at zone 3-4 approximately 13 months. The proximal aortic neck was 39 mm in diameter; distal neck was 36 mm diameter. There was moderate thrombus at the distal end of the aneurysm. Pt's history includes abdominal aortic aneurysm and esophageal rupture. On (B)(6) 2009, the thoracic aneurysm diameter was 56 mm, and a distal type 1 endoleak was confirmed at the distal end of other manufacturer's device. The decision was made to monitor the pt without any additional treatment, and no CT scan was performed. The pt was discharged. On an unk date, a cerebral infarction was diagnosed. On (B)(6) 2010, the pt expired from a right cerebral infarction on the right. The pre-implant CT scan found intramural thrombus and calcification at the brachiocephalic artery, which are suspected to have been involved in the cerebral infarction event. The physician commented that the event was unrelated to the talent graft. No autopsy has been performed.

Manufacturer narrative:
(B)(4). Eval results: endoleak, death. Results/conclusions: cerebral infarction.